Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4) description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. The lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables. Sc-4316 (lot# 15352495): device evaluation indicated that the clik anchor exhibited a fractured eyelet with missing silicone. Additional information was received that the physician did not suspect anything was left inside the patient.

Event description:
A report was received that the patient lost stimulation and it was determined that the left lead had all contacts out. It was also reported that the physician noticed a fracture on the left lead which looked to occur where the clik anchor was secured to the lead. The left lead was explanted.

Event description:
A report was received that the patient lost stimulation and it was determined that the left lead had all contacts out. It was also reported that the physician noticed a fracture on the left lead which looked to occur where the clik anchor was secured to the lead. The left lead was explanted.